Manufacturer narrative:
Images of the registration pattern were returned and reviewed by a medtronic technical service specialist. The specialist found the fiducial placement on the forehead is not recommended for a parietal resection. The specialist recommended the medtronic representative explain to the site that several fiducials should be placed around the surgical target area in order to pull the registration back to this site, and create a unique pattern for the patient's head. The instructions for use that accompany this device contains instructions regarding proper registration techniques. A medtronic representative, following up with the site, reported that the site has used the system multiple times since with no issue. The medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that during a cranial resection the surgeon alleged the navigation system was 1 cm inaccurate. The surgeon had successfully registered the patient for a temporal tumor resection and reported the inaccuracy after removing the bone flap.the surgery opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome.